Event description:
It was reported that during a lobectomy procedure, the device could not staple both sides. Another device was used to complete the case. There were no adverse consequences to the patient.